Manufacturer narrative:
(B)(4). Date of initial report : 01/08/2015. Date of follow-up report : 02/20/2015. The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Covidien was unable to confirm the customer¿s report.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a sleeve gastrectomy the ligasure blunt tip device was being used to seal the short gastric vessels near the spleen. It had been working correctly and then the surgeon activated again and the generator issued end tones, indicating a completed seal cycle. The surgeon cut the tissue and bleeding occurred. The bleeding was clamped immediately and therefore there was no excessive blood loss. The surgeon then tested the device on some surrounding fat tissue, and it did not activate at all. Another ligasure hand piece was opened, and the 2nd device would not reach the end of the seal cycle and gave error message to regrasp more tissue. A third handpiece was then opened and the operation proceeded according to plan. All tissue appeared to be sealed at the end of the operation and drains were placed. The patient is recovering normally.